Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 836417 with an expiration date of 31-jan-2026. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. The initial result was 11.1 mg/dl. The repeat result was 15.4 mg/dl. On (B)(6) 2025, the sample was repeated with a result of 9.76 mg/dl. On (B)(6) 2025, the sample was repeated with a result of 9.79 mg/dl. No questionable results were reported outside of the laboratory. The results of 9.76 mg/dl and 9.79 mg/dl were believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The field service engineer (fse) cleaned the sample probes, reagent probes, rinse unit needles, and decontaminated the rinse station. On 09-may-2025, monthly maintenance was completed. An instrument check was performed. On 22-may-2025, the fse replaced the sample probes and the reagent probes. An instrument check was performed. Calibration and qc were completed. The investigation is ongoing.